Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented due to stable angina (ccs class2). Cardiac catheterization revealed a 90% stenosed and 18mm long lesion located in the proximal left circumflex coronary artery with a reference vessel diameter of 2.75mm. The lesion was treated with predilation and placement of a 2.75x20mm taxus element stent resulting in 0% residual stenosis. The same day post procedure, the patient was found to have elevated cardiac enzymes (peak troponin= 1.4 mcg/l, uln= 0.2 mcg/l, peak ckmb= 7.8 mcg/l, uln= 3.1 mcg/l) and was diagnosed as having a myocardial infarction. No action was taken to treat this event and it was considered resolved without residual effects. The patient was discharged 1 day later.